Manufacturer narrative:
The lead was not returned for analysis. Since the lead was not returned for analysis, the origin of the reported event could not be identified. However, the following comments might be considered: pacing threshold increase might be explained by lead displacement and/or change in patient physiology in the heart. In this case, no change in lead impedance would be observed. Lead conductor fracture or open-circuit at the connector level would both account for pacing threshold increase and loss of capture. In this case, lead impedance higher than 3k ohms would be observed. Finally, loss of capture might be explained by decreased output voltage delivered by the device at eri. However, due to the lack of information (no patient file was retrieved for analysis), neither hypothesis can be confirmed.

Event description:
After 44 months of implantation. This lead was explanted because of high thresholds; failure to capture.